Event description:
While troubleshooting for a system error 2240, a home patient (hp) noted that there was an open clamp on an unused supply line. There was no report of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is addressing a failure to follow therapy steps (use error) that occurred in association with a system error 2240, where the home patient stated that a clamp was left open on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.